Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow console has been used to transport a patient to the radiology department for an examination. During the transport the battery ran out of power, so the hand crank was used instead and the device has been replaced with a backup device. Upon returning to the department, it was discovered that the battery could not be charged. An engineer found that the power supply board was damaged. After a third-party company completed the repair in june 2025 (complaint (B)(4)), the problem recurred. No harm to any person has been reported. Due to the potential risk for the patient and the reported exchange of the device during treatment a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) dated on 2025-12-01 the power supply board was found to be defective. The repair will be performed by a thrid party comany. Based on these investigation results the reported failures "battery ran out of power" could be confirmed. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a defect diode d6 on the power supply board that led to the reported failure. The root cause of the component damage cannot be directly determined. The review of the non-conformities was performed on 2025-12-08 and during the period of 2022-04-12 to 2025-12-01 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2022-04-12. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market. It is a significantly similar device to rotaflow console which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that the rotaflow console has been used to transport a patient to the radiology department for an examination. During the transport the battery ran out of power, so the hand crank was used instead and the device has been replaced with a backup device. Upon returning to the department, it was discovered that the battery could not be charged. An engineer found that the power supply board was damaged. After a third-party company completed the repair in june 2025 (complaint (B)(4)), the problem recurred. No harm to any person has been reported. Due to the potential risk for the patient and the reported exchange of the device during treatment a report is required. Complaint ID: (B)(4).